Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sleeve gastrectomy on (B)(6) 2019 and suture was used. During the procedure, the suture pulled off. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received for analysis as an empty opened foil, an empty labeled winding former and a detached needle of product code pdp317, lot mcz286. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. Also the opened foil was visually inspected and no damaged or defects were found. Per the sample condition, the assignable cause of the performance pull off suture needle is a short insertion. A manufacturing record evaluation was performed for the finished device no non-conformances were identified.